Event description:
It was reported prophylactic fluoroscopy revealed externalized conductors. No electrical anomalies were detected. The lead was capped and replaced during device change out for normal eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.